Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4), d4 unique identifier (UDI) for pump: (B)(4). Updated initial reporter email e1.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurrent urinary incontinence secondary to erosion of the urethra beneath the original cuff, preventing complete urethral closure. The aus was explanted and replaced. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurrent urinary incontinence secondary to erosion of the urethra beneath the original cuff, preventing complete urethral closure. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).